Manufacturer narrative:
A review of the image result files showed that the unexpected negative reactions visually appeared to be positive. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On 1(B)(6) 2016, a customer reported obtaining unexpected negative reactions on echo (B)(4).